Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty kvm switch and now has 2 black display monitors and can no longer see the patients. Nihon kohden technical support (tech support) assisted them with removing the bedsides from the cns that failed and re-monitored them at another working cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a faulty kvm switch and now has 2 black display monitors and can no longer see the patients. Nihon kohden technical support (tech support) assisted them with removing the bedsides from the cns that failed and re-monitored them at another working cns. No patient harm was reported.